Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-09, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving hydromorphone (12.5 mg/ml at a dose of 4.724 mg/day) and clonidine (150 mcg/ml at an unknown dose) via an implantable pump for chronic pain. On (B)(6) 2016, the patient noticed their pump was beeping and had a return of their chronic pain and loss of therapy. The patient called a local hospital and was admitted as an in-patient because their pump center was about 4 hours away. Interrogation of the pump revealed a motor stall with no recovery. The patient experienced withdrawal symptoms which were managed by the local hospital with help from the patient's implanting center. The rep spoke with the patient and there are no factors that could have caused the motor to stall, but the medication within the pump was off-label. The pump was due to elective replacement indicator (eri) in 5 months. Surgical intervention was planned but not scheduled. On 2016-05-19, the rep was unsure if the patient had the revision/implant.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated the pump was removed on an unknown date due to suddenly stopping. The pump was not replaced and the issue was ongoing. The status of the patient was stated to be alive and with no injury.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial#(B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. The analysis interrogation print report indicated the pump was infusing in flex mode, delivering hydromorphone (basal rate 1.0195mg/hr, daily dose 4.724mg/day) and clonidine (basal rate 2.34mcg/hr, daily dose 56.69mcg/day).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.